Event description:
An article titled "kyphoplasty for tumor-associated spinal fractures", the following event was reported: one case of asystole of undetermined cause at the end of the operation in a pt with a history of lung cancer with multiple brain metastases. There was no evidence of pulmonary embolism due to methylmethacrylate seen postoperatively. The "pt recovered to her preoperative level, but died of unrelated causes within 1 month of her surgery". No additional info was reported.

Manufacturer narrative:
Report source: article titled: "kyphoplasty for tumor-associated spinal fractures" by frank d vrionis, md, phd, alicia hamm, pa, nadine stanton, ba, mandy sullivan, rn, marguerite obadia, aht, and rafael v miguel, md. Method, device not returned, internal review of literature, follow up with author.